Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump failed self test. The customer reported that the insulin pump received insulin pump error alarm, which they were able to clear and rewind the insulin pump and it also passed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test, displacement test and motor test. No unexpected pump error 37 alarm or device test failed alarm noted during testing. (B)(4).